Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a combi set bloodline separation occurred during a patient¿s hemodialysis (hd) treatment, as they were being rinsed back. Additional information was obtained through follow up with the unit¿s facility administrator (fa). The fa confirmed the bloodline separated at the end of the patient¿s treatment, during rinse back. Prior to the separation, the fa stated the system had started to clot, and a venous pressure alarm had gone off. Due to the clotting, the decision was made to end the treatment early. The venous blood was clamped off, just above where the saline line connects. The fa stated the separation occurred at the connector where the saline line connects. Only a portion of the patient¿s blood was returned. The fa stated the patient¿s estimated blood loss (ebl) was 150 ml. The patient was dialyzing on a fresenius 2008t machine and was utilizing an optiflux 180nre dialyzer. There were no reported changes in the patient¿s blood flow rate. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The combi set was reportedly available to be returned for a manufacturer evaluation.